Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacing lead was damaged due to subclavian crush. An invasive procedure was performed to replace the lead. No adverse patient effects were reported.